Manufacturer narrative:
Chemical and performance analysis of product was limited to this case by the lack of a returned sample. Based on current complaint history, reports of reaction to polyether impression materials are rare; approx 2 reactions (of any nature) are reported per million product applications. While this number is low, 3m espe ag takes all allegations seriously and continues to search for root cause or contributing factors that may have led to a reaction. Actions taken to date to identify potential causes include: cooperating with a dental univ to conduct dentist-to-dentist follow-up of reaction allegations (co's experience indicates that info may flow more freely between dentists than from dentist to MFR), chemically analzing returned product when it is available, conducting additional irritation testing of product and components and reviewing product composition with toxicology experts. No common cause or factors has been identified to date.

Event description:
It is reported that after a dental inpression procedure with impregum penta impression material the pt experienced swelling of tongue and gingiva. It is further reported that the pt was admitted to hosp where he stayed over night. No info about med treatment is currently known by 3m espe.